Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 07, 2021.

Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and a performance decrement with device use. The device was electively explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date.